Event description:
User received low sodium results on four patient samples. Three examples were provided. Sample 1, initial result was 129 mmol/l, repeat on another analyzer was 138 mmol/l and on an analyzer at another site was 136 mmol/l. Initial results were reported and questioned by the physician. No information was provided to determine if patients were adversely affected. The field service representative was not able to determine an exact cause but noted he realigned all ise pinch valves, cleaned the ise mixing tower, checked the mix/dry pressure, and reseated all the connectors on the pcb ise controller board. Performance tests were performed.

Event description:
User received low sodium results on four patient samples. Three examples were provided. Initial result was 126 mmol/l, repeat on another analyzer was 136 mmol/l and on an analyzer at another site was 141 mmol/l. Initial results were reported and questioned by the physician. No information was provided to determine if patients were adversely affected. The field service representative was not able to determine an exact cause but noted he realigned all ise pinch valves, cleaned the ise mixing tower, checked the mix/dry pressure, and reseated all the connectors on the pcb ise controller board. Performance tests were performed.

Event description:
User received low sodium results on four patient samples. Three examples were provided. Initial result was 122 mmol/l, repeat on another analyzer was 134 mmol/l and on an analyzer at another site was 139 mmol/l. Initial results were reported and questioned by the physician. No information was provided to determine if patients were adversely affected. The field service representative was not able to determine an exact cause but noted he realigned all ise pinch valves, cleaned the ise mixing tower, checked the mix/dry pressure, and reseated all the connectors on the pcb ise controller board. Performance tests were performed.